Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. Attempts to reposition the lead failed when the insulation broke and the helix would not longer function.